Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. There was no adverse impact the customer¿s blood glucose. A new charging cable and wall adapter was sent to the customer. Multiple follow up attempts were made by tandem technical support to confirm the issue has been resolved, however, a response from the customer was not received.